Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6), used for treatment was not returned to the designated complaint unit for evaluation. The naviosystem and xsession log files for the date of the reported event required to confirm the internal error were not provided. The internal error messages will appear on the screen, but the screenshot itself is not saved. Therefore, the screenshot review could not confirm the reported problem, either. The complaint does not describe when this internal error occurred. However, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the internal error was not confirmed, a possible factor could be a known software bug that has been corrected and released in cori-v1.4.3 software. If the naviosystem and xsession log files for the date of the reported event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that upon starting the cori tka procedure, the screen blacked out and when it reappeared the notification sound was followed up by an internal error notification that said to contact customer support. They quickly dismissed the notification and resumed the case. They were able to successfully recalibrate and proceed with the case without complications. No harm or injury resulted in the error. Minimal time delay (approximately one minute).